Event description:
It was reported that a user experienced intermittent bluetooth communication issues between a dexcom g7 sensor and the ilet, characterized by signal loss to the ilet while using the g7, which was addressed through guidance to toggle cgm settings, perform a device restart, and use a magnet to prompt reconnection; subsequent readings displayed on the ilet and were consistent with a confirmatory blood glucose meter check. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving intermittent communication failure between the cgm and the ilet, associated with the device¿s electrical and magnetic communication pathway and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.